Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, stent damage occurred. The lesion was located in the left anterior descending (lad) artery. As the 3.5x28mm taxus liberte stent was opened it was noted that "the surface of the stent was not smooth." Another physician felt that the stent appearance was "ok" so the stent was implanted in the lad. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).